Event description:
It was reported that the patient underwent the implantable cardioverter defibrillator upgrade procedure on (B)(6) 2016. After the procedure, the patient¿s surgery site was pulled apart, and the patient went into clinic twice to close to surgery site on (B)(6) 2016. The patient also had bleeding issue. No further information was available.